Event description:
Covidien rec'd a report that the n65 pulse oximeter was missing segments in the saturation of peripheral oxygen (spo2) portion of the display. The failure happened when the device was not being used on a pt.

Manufacturer narrative:
Factory service confirmed and isolated the problem to the universal interface (ui) printed circuit board (pcb). The ui pcb was replaced and the unit passed testing. (B)(4).